Event description:
It was reported that the customer experienced difficulty with the touhy-borst cath-gard, as this is not the product they are used to using. The cath-gard does not lock the swan in place at the juncture of the cath-gard and the hemostasis valve only locks at one end. As a result, the catheter migrated out of position and they needed to reposition it. Additional information received on 8/31/2010 from the hospital stated the product the customer was previously using was (B)(4). The catheter did not completely migrate out of the patient. It is unknown if another kit was used or if the original catheter was just repositioned.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.